Event description:
It was reported that a patient observed a minicap with a dry sponge. This occurred during use while performing automated peritoneal dialysis therapy. The patient reported not seeing iodine flow through the line after the frangible was broken, indicating that the sponge was dry. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.